Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported on (B)(6) 2018 that the patient experienced septic shock secondary to driveline infection. On (B)(6) 2018 the patient expired due to septic shock multi-system organ failure (msof).

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. The pump was not explanted; therefore, the pump was not available for evaluation. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the driveline infection onset was (B)(6) 2017. The infection was treated with unspecified intravenous antibiotics, incision and drainage, and wound vacuum-assisted closure (vac). The pump was not explanted.